Event description:
A complaint involving a 30 cm (12") add-on set w/4 check valves, vented cap reported air leaks at the connection between the infusion set and pump tubing during chemotherapy infusions, likely at the weld. This triggered air-in-line alarms, caused infusion interruptions, and required line replacement and re-priming, leading to therapy delays and potential staff exposure to cytotoxic agents. The air bubbles did not reach the patient. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.